Manufacturer narrative:
The handpiece was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that after the handpiece was used in an oral procedure, a spot of an oil substance was found on the surgical table, which indicates the device may have leaked. The substance did not come into contact with the pt. The procedure was completed successfully with the same device prior to the substance being found. There were no adverse consequences reported as a result of this event.